Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine change out, during procedure the right ventricular lead exhibited loss of capture, the lead helix was difficult to extend and retract. The lead was capped and replaced successfully on (B)(6) 2016. The patient was stable throughout the procedure with no complications.